Manufacturer narrative:
(B)(4). The pump was received with a cracked case behind the pump at the battery compartment. Unit p-cap / test reservoir does not lock in place properly. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had crack on its back and battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.